Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt·d) system recorded noise in the left ventricular (lv) egm. Data analysis was performed, there were variable intrinsic amplitude values, the lv pacing impedance measurement was out of range, measuring greater than 3000 ohms and loss of capture was observed in the lv. Noise was also observed in the rv egm and there were changes in the shock egm morphology. (B)(6) technical services recommended troubleshooting steps to exclude mechanical issues and lead impairment. No adverse patient effects were reported. This device system remains in-service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).